Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the circumstances leading to the ins being off was that the patient was tr ying to change settings. When they saw the doctor, they charged it and didn¿t realize therapy was abc. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the caller said they were going to change the settings on the right side using their programmer. The caller said they wanted to change the settings because they were shaking on their right hand/arm. The caller confirmed they got permission for their hcp. The caller said when they were trying increase the settings on¿ b¿ they were seeing the upper limit screen. The caller stated they wanted to help changing to group ¿a.¿ they walked the caller through this but then noticed that the ins was off because they were shaking like a leaf. They walked through turning the ins back on and confirmed that helped (and) they weren¿t shaking as much. The patient tried to increase the settings again but was seeing the upper limit screen again. They were redirected to the hcp to discuss settings and symptoms.